Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump and changed the pump supplies to address the issues. There was no reported adverse impact to customer¿s blood glucose level.